Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy for af with rvr. Patient fell into the vf zone. Programming changes were made. The patient was in stable condition.